Event description:
Complaint was received via medwatch report. It was reported the procedure was being performed on a (B)(6) female pt. The doctor was inserting the arterial catheter in the right femoral artery. The initial attempt to advance the guide wire was unsuccessful and when it was removed the end of it was shredded. A second guide wire was obtained to complete the procedure. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.